Event description:
Customer reported receiving a low battery alert. The customer's blood glucose was 211 mg/dl. It was found that the customer was not using rechargeable batteries. She was also not performing excessive button pressing on the insulin pump. The customer also reported receiving an excess no delivery alarm after changing her battery. She also reported a signal too low alarm. The customer was advised the causes of the alarms. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
The insulin pump was received with normal operating currents. No unexpected low battery alarm noted. A21 alarm occurs after battery change due to c13 interface board voltage leak. The insulin pump passed the self test. No a17 alarm during testing. The insulin pup has cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window, and scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.